Event description:
It was reported that during the procedure the ultrasonic scalpel burned the top layer of the patient's bowel. The facility reported that there was no treatment needed and there was no patient injury.

Event description:
It was reported that during the procedure the ultrasonic scalpel burned the patient's tissue. No patient injury was reported by the facility.

Manufacturer narrative:
The device was evaluated by ascent and a visual examination revealed an indention on the teflon pad. The device was activated for a period of 30 minutes on the max setting. The device was activated in 10 second intervals. The temperature of the device was measured in 5 minute intervals. The maximum temperature reading of the device was 39.8 c. Since the highest temperature measured was near the average body temperature of 37 c, it is unlikely that the device could have caused a burn. Additional information provided by the red cross indicates that temperatures less than 38 c are safe temperatures and third degree burns are caused at a temperature of 60 c or when exposed for 20 minutes at 48 c. Ascent was not able to replicate the reported issue of the device becoming hot enough to cause a burn to a patient. Based on the documented evidence, the most likely cause for the reported issue was determined to be a result of contact between the blade which exhibited residual heat from use and the surrounding tissue. Ascent's instructions for use state: "during prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Avoid incidental and prolonged activation against solid surfaces, such as bone, as this may result in blade heating and subsequent blade failure." "While not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." A review of the lot control sheet for the reported device serial number indicated inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.